Event description:
It was reported the patient experienced a return of spasticity. Hcp performed a dye study and determined there was a tear somewhere along the catheter and decided to replace it completely. A revision was done on (B)(6) 2012 and the catheter was replaced. Patient status was noted as "alive - no injury/no adverse event." The pump was delivering baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type catheter. (B)(4).